Event description:
A nurse reported during an intraocular lens (iol) implant procedure, the cartridges were splitting. It was informed to the nurse that three cartridges were split on the same day. Additional information was received and stated, the surgery was completed on the same day. There was patient contact.

Manufacturer narrative:
The used company cartridges were not returned for evaluation. Forty one 41 unopened company cartridges were returned for the reported lot. Twenty one 21 were returned in an opened company carton with two unopened 10 count cartons 20. Two samples were randomly selected from the twenty-one samples in the open carton. One sample was randomly selected from each returned unopened carton. The samples were numbered 1 to 4 for evaluation purposes. The four selected company cartridges were opened and microscopically examined with no damage observed. The company cartridges were functionally tested per the IFU. No lens or cartridge damage was observed after the lens deliveries. The four company cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. The lens model or diopters used were not provided. It cannot be determined if qualified lenses were used. A qualified handpiece and viscoelastic were indicated. The used company cartridges were not returned. Based on the provided information, the reported split tips may be related to a failure to follow the IFU. It was indicated the or temperature range is 60 to 75 degrees. It was also indicated that water and ovd were placed into the cartridges. The IFU instructs: use the company cartridge at operating room temperatures between 18 to 23 degrees celsius 64 to 73 degrees fahrenheit. Using the company cartridge at temperatures higher or lower than the recommended range can result in lens advancement issues, which may cause lens and or cartridge damage. The IFU also instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of the lens and the lens fold path with ovd, which may result in damage. The lens information was not provided, so it is unknown if qualified lenses were used. The correct cartridge is indicated on the lens case label and lens carton label. Company foldable iols are qualified for use with an company qualified delivery system handpiece and cartridge and ophthalmic viscosurgical device ovd combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Four of the unopened company cartridges returned for the reported lot were evaluated. Functional and dye stain testing was conducted with the returned samples with acceptable results. No lens or cartridge damage was observed. The file will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).